Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 368 mg/dl. The customer also stated that they had symptoms like vomiting. The customer was treated with intravenous drip and manual syringe. The customer stated that the insulin pump had motor position encoder error. The customer also stated that the insulin pump had motor error and unexpected restart. The customer was able to clear the alarm. The customer was able to complete pump rewind. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.